Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a btb tightrope ar-1588btb suture assembly with a torn feature separated from the body of the device. Refer to attachments. Based off the information provided, the most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588btb btb tightrope was received for investigation. Visual evaluation of the returned device noted the blue passing loop suture was detached from the suture assembly. Functional testing was not performed due to the detached component. The most likely cause for the reported failure can be attributed to use error due to excessive forces being applied during suture passing/graft preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope could not be pulled through at the third step and then became torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.